Manufacturer narrative:
The investigation determined that a customer obtained higher than expected vitros k quality control results using a sub-optimal calibration on a vitros 5,1 fs chemistry system. There was no indication that an instrument issue or a reagent issue contributed to the event. The root cause for higher than expected k quality control results is user error associated with improper calibrator reconstitution.

Event description:
A customer obtained higher than expected vitros k quality control results (n2763= 4.47 vs. Expected 2.80 mmol/l; biorad 1= 6.81 vs. Expected 2.66 mmol/l) while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).